Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 updated event description - lot# for listed concomitant device. D4 updated lot#. H3, h6 investigation summary: visual inspection: the driving cap/threaded (part # 03.010.523 lot # l731153) was received at us customer quality (cq). The threaded distal tip broke off at the most proximal thread form. The broken-off fragment was not returned. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Respective drawings were reviewed: specified dimension: grove ø = 6.00mm +/- 0.1mm; shaft ø = 7.8mm +/- 0.1mm. Measured dimension: grove ø = 6.05mm; shaft ø = 7.86mm; measurement device: ca818. Conclusion: the measuring result does show conformity. Document/specification review: the respective drawings, reflecting the manufactured and current revision, were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523; lot # l731153) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, a pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # l700503, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the tip of the driving cap snapped off inside the radiolucent insertion handle. The procedure was successfully completed with no surgical delay. There was no patient consequence reported. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).